Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gastric disorder and gallbladder removal. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("breakage/ expulsion: expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches") and migraine ("migraine"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pelvic pain, abdominal pain, back pain, headache and migraine outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, headache, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Reporter information updated. Product information details updated. Other relevant history updated. Events: migraines were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("breakage/ expulsion: expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pelvic pain, abdominal pain, back pain and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: pfs received: event injury was replaced with pelvic pain. New events - abdominal, back pain, breakage/ expulsion: expulsion, migration, headaches were added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.